Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument did not follow the robot's commands; instead, it reversed its movements. If the surgeon gave it the command to go up, it would go down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer when the surgeon was attempting to manipulate the instrument from the surgeon console. The movements scaled appropriately with the surgeon's commands and there was no shakiness or friction observed. The instrument did not work, and it was replaced. There were no patterns identified. The drape is not available for return. There was no instrument-to-instrument or system arm-to-arm interference and there was no external collision with the instrument. The instrument was inspected prior to use, and nothing was out of the ordinary. The instrument was being returned to isi. There was no injury to the patient.